Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump black box showed unexplained pump reboots occurred. A visual inspection of the pump showed no damage to the battery compartment or battery cap. No moisture/corrosion was observed in the battery compartment. The returned battery cap was able to fit securely to the pump. The battery cap contact dimensions measured within specification. During investigation, the pump was powered on and exercised for 24 hours with no power interruptions duplicated. The pump was opened and no evidence of internal moisture or damage was observed to the power circuit. The complaint of an intermittent power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.